Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the several keys on the keyboard were not responding. A technical support specialist connected to the station and verified that some keyboard keys were unresponsive during login attempts. The station was properly rebooted via beyond trust, and it was confirmed that the application launched completely after the reboot. The customer was advised to log in an attempt to pull out medications. The customer successfully logged in and retrieved the medications without any issues. The customer confirmed that everything was functioning correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es several keyboard keys was not responding. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from another station, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.